Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported issue. The stm tested the iabp with a trainer and a simulator in conjunction with a test balloon and found no issue. The stm reported that there was possibly a bad pressure cable ( customer¿s cable). Additionally, the stm performed field safety corrective action per service bulletin under which the gasket was replaced. The stm performed full calibration and functional check as per the factory calibration procedures. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during cs300 intra-aortic balloon pump (iabp) therapy, all of patient¿s hemodynamics were lost . The customer tried to zero which the iabp permitted, but the hemodynamics did not reappear. The customer then swapped out the entire transducer set-up, but this did not resolve the issue. Subsequently, the customer switched iabp consoles to continue patient therapy. There was no patient harm and no adverse event was reported.